Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the shaft was bent and tacks were in the shaft. The handle was actuated and the tacks deployed but seated improperly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a laparoscopic ventral hernia repair procedure. The absorbable tacking device was being used to fixate the mesh to the abdominal wall. The device was able to be fired two times and then it did not fire. Then the surgeon was able to get it to fire again, but felt it was not firing consistently. In order to resolve the issue and complete the case, another absorbable tacking device was opened and used.